Manufacturer narrative:
Device not returned.

Event description:
A report was received from patients wife that the patient was paralyzed following an ipg implant. An x-ray was taken and it was discovered that the patient had developed a blood clot on his spine resulting in the reported issue. The patient is currently in rehab learning to walk again. The device remains implanted in the patient.